Manufacturer narrative:
The device was not returned to the MFR for investigation. The instructions for use supplied with this device have a warning that states "do not cut the power pack from the unit for disposal. Cutting through the power cable could result in shock, excessive heat and/or sparks, which may cause personal injury and/or fire." The sales rep will be visiting the account to re-train on the safe removal of the batteries.

Event description:
It was reported that after the procedure was complete, the account cut the cord between the handpiece and the battery pack and sparks came out of the battery pack. There was no pt involvement and no allegation of adverse consequences due to this event.